Manufacturer narrative:
Section d4: device lot number requested but unable to be provided. Manufacturer's investigation conclusion the reported event of driveline communication fault alarms was confirmed via log file analysis. A review of the log files, extracted from the system controller, contained data spanning approximately 12 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Starting (B)(6) 2023 at 11:56:20, communication a faults were intermittently active. At 12:05:31, the communication a faults triggered driveline communication fault alarms to activate. The alarms resolved on their own at 18jun23 at 14:32:27. There were no other notable alarms active in the log file. The returned heartmate 3 vad modular cable (lot number: unknown) was functionally tested and did not pass. The mod cable was connected to the returned system controller and a mock circulatory loop. The modular cable was pulled from both ends and manipulated and the driveline communication fault was reproduced. The cable¿s polyurethane and inner layers were stripped and multiple kinks in the wire were observed. The modular cable¿s wires were examined, and the green communication a wire and black ground wire were found to be damaged with exposed wiring. The damage is consistent with the wires shorting to each other causing driveline communication fault alarms. Per the provided information, the alarms have not reoccurred after the exchange. A root cause for the reported event was determined to be the observed wire damage. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the lot number of the modular cable being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-04226 and MFR # 2916596-2023-04252 it was reported that the patient was seen in the emergency department for a driveline communication fault alarm. A review of the log file revealed a driveline communication fault a event on (B)(6) 2023 from 1156 to 1206. The comm a fault cleared on (B)(6) 2023 at 1206. An x-ray was taken of the driveline, and a review of the x-ray images confirmed damage to the driveline and modular cable. The modular cable and controller were exchanged and the alarms had resolved.